Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was dropped and half of the screen was broken. In addition, the customer was experiencing high blood glucose of 430mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.